Event description:
A report was received that the patient was having difficulty charging her ipg. It was determined that her ipg had flipped at an angle in the pocket. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. It was determined that her ipg had flipped at an angle in the pocket. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and pocket revision. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. It was determined that her ipg had flipped at an angle in the pocket. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference. Device evaluation indicated that the ipg passed visual, electrical, performance, operational and photographic imaging tests performed. The patient's profile shows the difficulty charging issue resulted from the ipg orientation. The functional tests were performed to ensure the device's functionality. The device exhibits normal device characteristics.